Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found the incorrect image with exera ii series scopes, there were stripes and wrong colors. It was considered to be due to circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, no image was displayed when an exera ii scope was connected. The intended procedure was completed with exera iii scope. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc checked the change history of parts related to the reported phenomenon and found out that the design of the board was changed. The subject device was manufactured before the design of the board was changed. Therefore, omsc presumed that the phenomenon occurred because the board malfunctioned.